Event description:
Boston scientific received information that at a routine device change out procedure, this chronic implantable defibrillation lead exhibited high out of range shock impedance measurements when connected to the new device. Numerous troubleshooting techniques were attempted and unsuccessful. The lead/device connection was checked numerous time with no anomalies noted. The lead was implanted with the new device for approximately one month. Another procedure was performed and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. Should additional information become available this report will be updated.